Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Weight: requested, not provided. Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced in adverse event problem. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that when the doctor opened the package of the angio-seal device involved he found that the sheath had been fractured and it could not be used. A new angio-seal device was placed to complete the surgery. The estimated blood loss was less than 250cc's. The patient's condition was good. The procedure outcome was good. There was no patient injury/medical or surgical intervention required. Additional information was received on 15 nov 2021: the device involved was never used on the patient. It was confirmed another angio-seal device was used to complete the surgery. The procedure performed prior to the use of the closure device was for peripheral arterial occlusive disease (paod). A pre-deployment angiogram was performed. The patient was in good condition after using the second angio-seal device. Additional information was received on 02 jan 2022: it is reported that the angio-seal devices are not stored in a pyxis system or exposed to ultraviolet (uv) lighting. The user facility does not have a whole room sterilization equipment. The device storage warnings were provided in the case box. The device was stored in the original shelf pack box.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 8fr angio-seal vip device was received for product analysis. The hemostasis sheath and locator were returned in mated condition. The device was visually inspected and found to have been mated, but had not been used on a patient. The sheath was found to have been broken toward the distal tip located at the blood inlet holes. The breakage was consistent with a brittle fracture failure mode, as little to no plastic deformation was identified along the surface of the fracture face. No discoloration or other issues were identified with the assembly. The temperature indicator was found to have turned black indicating that the product was exposed to higher temperatures prior to product evaluation. The complaint was able to be confirmed for fracture of the sheath. The sample was found to have been exposed to uv/light exposure. It is not clear how the sample may have experienced uv/light exposure, and the source of exposure was unable to be determined. A corrective action and preventive action CAPA has previously been opened to investigate this issue further.